Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's tes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on connector j2 inside the front therapy electrode. The root cause fot he intermittent connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt.